Event description:
According to the reporter: the pt experienced a subcutaneous seroma. CT scan was performed and a sterile drainage of the seroma occurred on (B)(6) 2011. Relationship to device: possible relationship.

Manufacturer narrative:
(B)(4).